Manufacturer narrative:
Per the t:slim user guide, before delivering insulin, check your t:slim pump¿s personal settings to ensure they are correct. If carbohydrates is turned on in your active personal profile, you will enter grams of carbohydrate and the bolus will be calculated using your carb ratio. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the when the customer was to deliver a bolus of 10 carbohydrates; however, the bolus was inadvertently initiated for 10 units. The customer stopped the bolus. The customer's blood glucose was not impacted. Tandem technical support assisted the customer with updating the bolus setting to enter carbohydrates instead of units.